Event description:
It was reported that the site was receiving a "fatal application vns 7.1 exe illegal operation" error message and was having freezing screens during interrogation which did not resolve with troubleshooting. The site requested a new hand held and software be sent to replace the non-working device. Attempts to obtain the non-working device was underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.